Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and infusion set with bent cannula. Customer was nauseous. The customer was assisted with troubleshooting for high blood glucose and bent cannula. The customer was advised with the proper preparation process and insertion techniques. The customer's blood glucose was 592 mg/dl. The infusion set will be replaced. The product will not be returned.